Manufacturer narrative:
The pod will not be returned for eval. We are unable to confirm any device malfunction that may have caused or contributed to the customer's high bg levels. Based on the absence of a time line provided in the report, it is unk when the cannula had pulled from the insertion site in relation to when his bg levels began to rise. No conclusion can be drawn. No lot number was provided. A review of lot qualification records was therefore unable to be performed. The omnipod website contains a resource guide that lists products that can aid in pod adhesion (thus mitigating the risk of the cannula pulling from the site).

Event description:
The customer reported that "the adhesive was torn and the cannula was not inserted in the tissue site", which resulted in high bg readings. His bg's reached "in the upper 350 mg/dl" range. The pod will not be returned for eval.